Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12may2020.

Event description:
The customer reported the unit will not power on. The customer indicated sometimes when he removes and reconnects the battery, the unit will power on. The remote manufacture service technician advised the customer the power management (pm) or power supply may be faulty. It is unknown if the device did not have patient involvement at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
G4: (B)(6)2020. B4: 29jul2020. The customer replaced the power management board and it has resolved the problem. The board was sourced from a 3rd party. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06aug2020. B4: (B)(6) 2020. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. Good faith effort attempts: 1. Tue (B)(6) 2020 5:53 pm, emailed (B)(6) . 2. Tue (B)(6) 2020 8:02 pm, emailed (B)(6) . 3. Thu (B)(6) 2020 11:04 am, emailed (B)(6). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.